Event description:
As reported to coloplast though not verified, the patient was implanted with a tension free vaginal tape sling on (B)(6) 2002. Later patient experienced pain, leg interstitial cystitis, back spasms, urinary problems. Has undergone and may undergo corrective surgery or surgeries.

Manufacturer narrative:
This follow-up report provides updates to the brand name, common device name, and model & catalog number.

Event description:
As reported to coloplast though not verified, the patient was implanted with a tension free vaginal tape sling on (B)(6) 2002. Later patient experienced pain, leg interstitial cystitis, back spasms, urinary problems. Has undergone and may undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.